Event description:
It was reported that the ilet user intentionally announced less than the actual dinner amount to induce the pump to lower blood glucose, and they were advised not to use meal announcements as a correction strategy. The device involved was an ilet, and the issue aligned with improper or incorrect procedure related to user interface use. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, but a usage problem was identified consistent with failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.